Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device history records review was conducted. The report indicates that the: DHR review: part number: 03.632.036, synthes lot number: 9885810, supplier lot number: n/a, release to warehouse date: 03-feb-2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service and repair evaluation: it was reported that a matrix holding sleeves (03.632.036 03.632.036 lot 9885810) was found to have a damaged threaded tip during set inspection at service and repair; no patient involvement. The returned device was examined and the threaded tip was found to be broken and missing a segment. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the threaded end of a matrix holding sleeves long is damaged. Issue found during inspection of set. No reported patient involvement. No additional information is available. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.